Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from march 4, 2019 - march 5, 2019. H10: the device was received for evaluation. A visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The most probable cause of the rupture was determined to be manufacturing related, however, the exact cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The set was filled with unspecified medication. There was no patient involvement. No additional information is available.